Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, e3, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-sep-2022 to 25-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station software had experienced a timeout error during login and the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es station unexpectedly stopped responding when user tried to login during a procedure. The customer stated that the user had timed out error while using fingerprint scanner. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this events.

Manufacturer narrative:
Upon investigation of the actual device used incident was determined, that the station software had experienced a timeout error during login. A technical support specialist found that the user had isolated issue. Since the user reported the login issue further no work done was performed. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es station unexpectedly stopped responding when user tried to login during a procedure. The customer stated that the user had timed out error while using fingerpeint scanner. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this events.